Manufacturer narrative:
Reliability analysis inspected 1 opened and used infusion set and performed manual prime test using a new lab reservoir along with a 5xx insulin pump. Infusion set failed per specification due to infusion set found occluded at tubing quick release connection septum side.

Event description:
The customer reported via phone call that they received a no delivery alarm. The customer's blood glucose was 77 mg/dl at the time of incident. The customer performed fixed and the insulin did exit. The customer stated that they found that the cannula was bent after removing the infusion set. The customer performed fixed again and the insulin did exit. The infusion set will be returned for analysis.